Event description:
Routine complaint investigation when a healthcare facility reported receiving a high reading of 508 mg/dl when compared to a lab value of 208 mg/dl. The values when plotted on a parkes error grid fall into the c zone showing the difference in value to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.